Event description:
It was reported that during a routine check performed by the facility's medical engineer, a shutdown occurred on the cs100 intra-aortic balloon pump (iabp). There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, b5, e1 (initial reporter), e2, e3, g3, g4, g7, h2, h10.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the solenoid driver board and the issue was resolved. The fse then performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) a shutdown occurred on a cs100 intra-aortic balloon pump (iabp). There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) a shutdown occurred on a cs100 intra-aortic balloon pump (iabp). There was no patient involvement, thus no adverse event was reported.